Manufacturer narrative:
One tactisys quartz sn (B)(6) was received analysis. Based on the information provided to abbott and the investigation performed, the root cause of the field reported event citing unestablished communication was successfully isolated to a depleted cmos battery. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified.

Event description:
During an accessory pathway supraventricular tachycardia procedure, the tactisys wouldn't connect to the dws when connecting the ablation catheter. The system was rebooted, and the cables were exchanged, but the issue did not resolve. The tactisys was exchanged to resolve the issue with no patient consequences.